Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, upon interrogation the pulse generator exhibited a diagnostics anomaly. After a software download, normal function resumed. The patient would be monitored.